Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using trurapi insulin with the pump. Tandem customer technical support informed customer that trurapi insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose level ranged from 432-433 mg/dl.